Event description:
At approximately 2am in 2003 the pt's ventilator malfunctioned. Alarm on ventilator sounded "solid tone alarm" and ventilator stopped "pumping air". Pt's parent used a manual resuscitator bag to ventilate the pt while the pt's parent replaced the ventilator with the back-up ventilator that was in the home. Pt was not harmed by the ventilator malfunction. There was an "extra" ventilator in the pt's home. This is a home ventilator pt on the ventilator 24 hours per day due to hereditary progressive muscular dystrophy.